Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control and a visual inspection of the returned product was conducted during the investigation. The sheath was returned in 3 pieces with the dilator inserted 42.5 cm into the ID of the sheath. One piece of the separated sheath was 2 cm long and the third piece was 17.1 cm long. It appears that the dilator was not inserted through the full length of sheath, resulting in the sheath necking down around the tip of the dilator and separating. This likely contributed to the failure mode. There is no evidence to suggest that the device was not made to specification. The IFU lists a warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer" dilator to avoid possible breakage." Also, the steps for removal of the sheath include, "insert wire guide at least 10 cm past the tip of the sheath"; " insert the introducer dilator over the wire into the sheath"; "withdraw the sheath and dilator as a unit." The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of the sheath shaft separating. The risk remains acceptable, so no further actions are required at this time.

Event description:
During a procedure, when removing the flexor raabe guiding sheath, the sheath separated and detached in the child's iliac artery. The separation occurred where the molding comes together on the device. A surgeon was called in and the separated portion of the sheath had to be surgically removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
During a procedure, when removing the flexor raabe guiding sheath, the sheath separated and detached in the child's iliac artery. The separation occurred where the molding comes together on the device. A surgeon was called in and the separated portion of the sheath had to be surgically removed. The separated portion of the sheath was surgically removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.